Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-10-01, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was having trouble with her ins. The patient reported that the manufacturer¿s representative (rep) met with her and its not helping. The patient reported that she had the voltage up to 8v and it wasn¿t doing anything as far as feeling the stimulation. No further complications were reported. On 2018-nov-20, additional information was reported that the ins has never helped to ease the patient's pain because she is "always hurting". The patient stated that the ins "never helps her" and it has been this way since the implant. No further information was reported. On 2019-may-30, additional information was received from the patient reporting that the surgeon didn¿t get both of the wires in and as a result it never did work. The patient then stated that it worked some, but sometimes it doesn¿t work. The patient stated that they did have reprogramming sessions with a manufacturer representative (rep), however if there programming helped it would only help for a few days. When asked, the patient stated that they though they were told prior to the implant that it would cover everything, their back hips and legs. The patient stated that they did have a successful trial, however since the implant they had only received some relief in their legs and that it was intermittent as well. The event occurred since implant. No further complications were reported/anticipated.